Event description:
It was reported that patient was sent to clinician with a loose crown. They took a pa and found the neck of the implant had fractured. Offered patient the option of removing it or waiting until it bothered them. Patient returned (B)(6) 2023 and said she would like it removed. Additional appointment required for bone grafting and new implant placement. Was the procedure completed using another implant or another device? No.

Manufacturer narrative:
Zimvie complaint number (B)(4). PMA/510k: k011028, k013227.

Manufacturer narrative:
Zimvie received one (1) tsvwh13, (impl tapered scr-v ha 4.7 mm 4.5mm 13mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs use, apparent bone / tissue attached to external threads. The implant was fractured at the collar region. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 60765264. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 60765264 for similar events and no other complaint was identified. The customer did not submit images for the reported event. IFU review: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants - 4869 rev. 9-10/19. Information identified: "breakage" page 2. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 3, the most likely root causes determined from the investigation are missing or confusing instructions for use, clinician selects implant that is unable to resist long-term occlusal loading, clinician places implant in a patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.